Event description:
It was reported the system intermittently displayed generator errors and the system had to be rebooted to restore functionality. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.